Event description:
The issue was identified before an unspecified therapeutic procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Please also refer to section b5 (event found at) obtained from customer response to follow up. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found lens flooding, cable was damaged. Based on the results of the investigation, a definitive root cause could not be identified. As per instruction for use (IFU), it states : do not clean, disinfect, sterilize, or store this device with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuits inside the device due to water leakage. Do not strike or drop the device. Water leakage may damage the electrical circuits inside the device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the subject device had water invasion. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.